Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that while the physician was advancing the optease ivc retrieval filter through the catheter sheath introducer, the filter cut through the sheath. The physician used another optease filter to treat the patient and complete the procedure successfully. There was no reported difficulty inserting the csi. The product was inspected prior to use and appeared to be normal. The product was stored and prepped properly according to the instructions for use and no problems were noted. There were no acute bends and no problem advancing the guidewire used. No additional information is available. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15163184 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15163184. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from the field indicated that while the physician was advancing the optease ivc retrieval filter through the catheter sheath introducer, the filter cut through the sheath. The physician used another optease filter to treat the patient and complete the procedure successfully. There was no reported difficulty inserting the csi. The product was inspected prior to use and appeared to be normal. The product was stored and prepped properly according to the instructions for use (IFU) and no problems were noted. There were no acute bends and no problem advancing the guidewire used. No additional information is available.